Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the ribbon cable allegedly failed, therefore, the display boards was replaced.

Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. Physical inspection noted the keypad was observed to be in good condition with no irregularities observed. During internal inspection, the returned keypad was observed with a crease where the flex cable meets the circuit layer. The returned keypad failed the maintenance keypad test due to various unresponsive soft keys. The ac indicator light illuminated as expected but was observed with the issues mentioned above. Electrical failure: design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only the front case assembly with keypad was provided for investigation.

Event description:
It was reported that due to an alleged failed keypad assembly due to ribbon cable failure, the front case keypad of the five pcu modules will be replaced. There was no reported patient involvement.

Manufacturer narrative:
After further review of the pr384153, it was identified that the device failure is due to keypad issue, not dim segment, therefore the file was reassessed and updated.

Event description:
It was reported that due to an alleged failed keypad assembly due to ribbon cable failure, the front case keypad of the five pcu modules will be replaced. There was no reported patient involvement.